Manufacturer narrative:
This product was manufactured in the u.s. But not marketed in the u.s. Conclusion: per dfu for this lens model, vicl's are contraindicated in people under the age of 21 years. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -8.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. During patient's last visit on (B)(6) 2016, patient's best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/22.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. The lens was explanted on (B)(6) 2016 due to excessive vaulting. Not on (B)(6) 2016. Claim #(B)(4).